Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that this lead exhibits oversensing. Do not see any jumpy impedances on the lead. There was no newer or older events, the atr's (atrial tachycardia response) were appropriate. The signals appear to be occurring at a slower rate than 50ms, sensing was not exactly at a 50ms interval. The ventricular episodes were all clumped around the same time too from 1255 to 1302 on (B)(6) . There was inhibit pacing for greater than 2 seconds. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).